Event description:
Customer said that wireless communications seemed to be down. Staff were unable to restore communications, so they had to call someone in. She said that this someone was eventually able to restore communications. Customer stated that there were no pt incidents.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameters pt monitoring devices through either wired or wireless connections. All wireless pts were lost when acuity lost wireless communications. Customer stated the aruba controller was very dirty and the air vents were occluded. The aruba controller was vacuumed and powered-cycled and has not had a problem since. It is unclear what caused the shutdown. Aruba controllers are used for centralized management of all access-points (ap) and users. An inoperative controller would cause a loss of communications between the ap and the cpu. The customer indicated that no components will be returned, therefore there will be no further failure investigation. Eval code: method: other (remote assistant).